Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not deliver solution. This was noted during patient use. There was patient involvement but no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured july 22, 2014-july 23, 2014. The unit was received for evaluation with approximately 240 ml of fluid in its bladder. Visual inspection of the unit (via the naked eye) revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the direct cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.